Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk; item # unk, hip-unknown-liners-unk, lot # unk; item # unk, hip-unknown-stems-unk, lot # unk. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10187, 0001825034-2018-10189.

Event description:
It was reported that a patient was revised due to dislocation approximately one month post implantation. The patient was revised to a constrained liner and constrained femoral head. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Product identification was received that the device is manufactured by the zimmer biomet france site. A report will be submitted by zimmer biomet france for this device as it is related to the event.

Event description:
Product identification was received that the device is manufactured by the zimmer biomet france site. A report will be submitted by zimmer biomet france for this device as it is related to the event.